Event description:
Pt found a support group on (B)(6) for women who suffer from essure side effects. In 2013 pt had essure implanted. After one year she started to have symptoms from essure side effects including headache, fatigue, nerve pain, numbness abdominal pain, pelvic pain, cramping, dental issue, eye issue, hot flashes, night sweat, metal taste in her mouth, moody, nausea, dizziness. She was healthy before essure implanted. Pt continues to have symptoms especially headache all day every day, fatigue, cramping and dental pain. She wants essure out and made an appointment to check with her dr on (B)(6) 2015. Device is still inside the pt. Pt hopes "essure will be recalled from the market and all the women going through the surgery to take out essure should get their money back."